Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and analysis results revealed no anomalies found. (B)(4): the proximal segment of the lead was returned, analyzed and analysis results revealed no anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the proximal segment of the lead was returned, analyzed and analysis results revealed no anomalies found.

Event description:
The device was returned with no information. A search by serial number revealed that the device was implanted for less than 1 year before the death. The death occurred greater than 2 years ago; therefore no reasonable contacts for follow up exist. No complaints, allegations, or previous contacts have been made regarding the device.